Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, with the use of the third reload, the device stapled and cut, but became stuck and they could not release the trigger. They converted to an open procedure to remove the device. There was no delay to the procedure length as a video assisted thoracic surgery procedure is longer than an open procedure. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened properly during testing.

Manufacturer narrative:
(B)(4). Additional followup: on what tissue type was the device used? Pulmonary vessel. What location on the tissue was being stapled? Artery. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. What colour cartridge was being used? White. What other colour cartridges were used before and after this event? Before white after none. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? No. If not, please explain what happened: stapler stuck would open. Was there any difficulty removing the device from tissue? Yes. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 10 years. Is there any other additional information you would like to share about this device/procedure? When firing 3rd reload the stapler only fire part way and then got stuck and wouldn't open had to convert from a vats to an open lung.